Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found a faded line cord and the quick connect was corroded. Functional testing confirmed the complaint. Root cause was attributed to a faulty printed circuit board (pcb). The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an lcd screen failure. There was no patient involvement and no patient harm/adverse event reported.